Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer via a manufacturer¿s representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use it was reported that the device switched off. No cause known. Everything was then checked and was in working order. They also reported the recharger was charging very slowly however all was working to satisfaction.

Event description:
Additional information was received. It was reported the patient has said they live a simple life and do not really go anywhere to be exposed to any strong electromagnetic interference during these turning off incidents. There was nothing specific that happened prior to the onset of these unusual turning off events. There is no indication when the battery turns off. The patient only notices that stim is off once they connect with the programmer to check when to recharge their battery ¿ as they have noticed that the ins seems to suddenly require more regular recharges vs a couple of months ago. The patient was very unhappy with the rechargeable system and it¿s current functionality.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was reported that the cause was unknown. It working to manufacturer representative (rep) satisfaction. The patient felt it was charging too slowly and taking too long to charge 90 min to reach 70%. Also, it was losing its charge too fast, running down too fast at times 60%-30% in a day at a strength of 2,3. Finally, the ins intermittently switches itself off intermittently. The indication for use was fecal incontinence.

Manufacturer narrative:
H3: analysis of the returned implantable neurostimulator (ins) serial# (B)(6) passed functional testing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID wr9220,serial# (B)(6), product type: recharger. Product ID a51200, serial# unknown, product type: software. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was reported that there were multiple visits with the patient and the information attached was provided to the engineering department. They advised after checking to update the patient¿s programmer software to a later version ¿ however this patient was still complaining regarding the initial performance of the ipg declining regarding his recharging intervals which was putting undue stress on him personally ¿ as it was inconsistent. He also complained of having to lie down flat on top of the recharger to recharge due to the device not connecting to the recharger properly when placed in the belt around his waist ¿ which he had to do at home only as he is a very private person and did not want his condition know to colleagues at work . After a consultation with his new hcp ¿ they have decided to replace the rechargeable device with a non-rechargeable device ¿ interstim x with a longer battery lifespan ¿ as the patient is ultimately not coping with the recharging every 5 days. There is no indication when the battery turns off. The patient only notices that stim is off once he connects with the programmer to check when to recharge his battery ¿ as he has noticed that the ipg seems to suddenly require more regular recharges vs a couple of months ago.

Manufacturer narrative:
H3: analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID wr9220, serial# (B)(6), product type recharger. Product ID a51200, serial# unknown, product type software. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.